Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 74 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the pump placement the patient was on inotropes, vasopressors, and oxygen for respiratory needs. The underlying medical history was not shared. On the day after implant the patient was experiencing hemolysis. The urine color had changed. The team confirmed pump position, lowered the p level of the pump, and initiated nitroglycerine and dialysis. The following day the pump was explanted and the patient survived. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
The pump was explanted and threw out. The patient was on continuous renal replacement therapy for the creation of his treatment and was doing well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Renal failure: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood/ hemolysis: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.